Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a no delivery alarm on the insulin pump. Customer also reported the reservoir did not seem to lock into place on the insulin pump. Customer's blood glucose was unknown. The customer stated the alarm was resolved by a complete set change in the past. The customer stated the alarm was recurring. It was also found the customer was unable to rewind the insulin pump and was stuck on the rewind complete menu. Customer declined to return the insulin pump for analysis.